Event description:
It was reported that during a gastric bypass procedure, on the second firing as the surgeon was pulling back on the firing handle it was making a weird popping sound. The surgeon was able to complete the firing but had to force the handles open to remove the device. Once open, the device had cut and stapled properly. A new device was pulled and used to complete the procedure. There was no patient consequence. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Pinion axle support the analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and pinion axel support were found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.